Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor felt resistance as he pulled back on the angio-seal device, the handle separated from the sheath, he attempted to correct it; however, ended up bringing it out. The anchor, suture and collagen remained in the patient, he thinks in sub cutaneous tissue. They stated that holding pressure would let them know if there was further complications. The patient was in stable condition. Hemostasis was achieved using manual pressure. The left heart catheterization was successful. The blood loss was less than 250cc's. Additional information was received 23aug2019. The patient was fine after manual hold. The patient remained in the cath lab to ensure there was distal flow. Two ultrasounds were performed to confirm distal flow. A 6fr sheath was used during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. Results - 3252 and 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution was received for product analysis. The hemostasis sheath was mated returned with the evolution. The guidewire and severed tamper tube were returned as well. Visual inspection revealed that the compaction tube was completely exposed from the carrier tube assembly and found to be severed. Both green compaction markers were visible. The hemostasis sheath was found to be properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was hard upon receipt. Neither the collagen nor the anchor was returned. Microscopic analysis revealed that the distal end of the suture appeared to be cut with a blade. The tip of the carrier tube was found to be deformed/kinked. The hemostasis sheath was also kinked near the hub of the sheath. No other visual anomalies were noted with the device. The sheath and deployment sleeve assembly were examined, and it was connected and locked properly. No connectivity issue was found. Functional testing was performed, and the button was completely pressured, and the suture unwound as intended. No functional anomalies were noted. The body of the evolution device was then disassembled and the gearbox assembly visually inspected. The suture could be seen tethered to the spool. The rack was found in the distal position. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The tamper tube appeared to have severed and the suture was not released completely, which is likely due to failure to depress the button on the handle; tip of the carrier tube was found deformed indicates some maneuvering after tamper tube released. However, the exact cause of the reported event cannot be definitively determined based on the available information.